Event description:
Following a fall or some other form of trauma, the pt experienced a loss of therapeutic effect in one leg; the pt had okay coverage in the other leg. The pt also experienced anterior stimulation or cramping. Movement caused the stimulation to change. Palpating the stimulator caused the pt to have stomach cramping or a stimulation sensation. The symptoms did not occur with the stimulator turned off. Palpating the leads was also tender and sensitive to stimulation. X-rays had been performed (dates not reported) and no migration was seen; however, they did not have the pt's original x-rays since the implant was done in another state. The pt was referred to a neurosurgeon for revision of the percutaneous leads to paddle leads and replacement of the extension. The pt was waiting for an appointment. Approx 7 weeks later, the pt's stimulation stopped completely. The impedance measurements were normal. An x-ray was taken (date not reported) and was normal or showed no lead movement. The pt had a history of frequent stimulation changes that were thought to be from scar tissue. The leads were replaced.

Manufacturer narrative:
.